Event description:
Per the clinic, the patient experienced a fall on (B)(6) 2026 and sustained a head impact at the implant site. Following the incident, the patient stopped responding to sound and experienced a complete loss of hearing on the affected side. On (B)(6) 2026, impedance abnormalities were identified. The patient was subsequently evaluated at the clinic on (B)(6) 2026, where all electrode impedances were found to be in an open-circuit condition. The patient was hospitalized and received IV antibiotics therapy for five days as a precautionary measure while awaiting imaging results (specific date not reported). Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.